Event description:
Reported via patient call center. It was reported that vessel perforation occurred. The patient had an unsuccessful left atrial appendage (laa) closure procedure. Due to the patient's anatomy of the laa being too large, a closure device could not be implanted. The patient was discharged from the hospital the same day. A few hours post discharge the patient returned to the hospital due to pain in the right groin area. It was determined that the patient had low hemoglobin and had internal bleeding from a perforated vein. The patient was discharged from the hospital doing well the next day.